Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. No patient was involved, and no harm was reported. A getinge field service engineer (fse) evaluated the unit and successfully reproduced the helium leak under system-connected conditions. The issue was isolated to the helium fill assembly. The fse replaced helium reservoir assy and helium tubing assy as precaution. The unit passed all required functional and safety tests in accordance with factory specifications.

Manufacturer narrative:
(B)(6).